Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was involved in a trial for l-spine treatment. The patient had an existing system for c-spine. At the procedure to implant the l-spine system they tested the impedance for the existing system and got all values at greater than 40,000 ohms. The lead was removed from the implantable neurostimulator (ins) and tested in the multi lead trialing cable and again got all values greater than 40,000 ohms. The patient did notice that they were not feeling the c-spine stimulation a few weeks prior to report during the trial. Later it was reported that the lead was checked during his lumbar implant. Impedance was also checked with the trialing cable and it still showed over 40,000 ohms. The lead was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.